Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
New information received indicated that the pacemaker and leads were explanted due to pocket erosion and infection. The infection was not related to the products and procedure.

Manufacturer narrative:
The product was returned and visual inspection was normal. The cause of erosion could not be traced to the device.

Event description:
It was reported that the patient experienced pocket erosion. The pacemaker and leads were visible. The pacemaker and leads were explanted and replaced on the later date. The patient was stable throughout.

Manufacturer narrative:
Correction: section b3 and g3 ¿ the event date and awareness date should have been 18 sep 2024 rather than 19 sep 2024.